Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (b)(60 implanted: on (B)(6) 2021 : product type lead product ID 977a260 serial (B)(6) implanted: on (B)(6) 2021 : product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 rtg0548879 (hcp): information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt is needing MRI of left knee. Caller states the ins battery has been dead for about 2 years as pt had a fall about 2 years ago. Caller noted pt said that the therapy relief had not been great since the fall. When asked about event date caller originally stated she thinks mdt was notified shortly after the fall but then later stated that the pt mentioned she saw her provider and a mdt manufacturer representative (rep) in (B)(6) 2023, and they confirmed at that time that the leads became dislodged due to the fall and are no longer in the correct spot. Caller doesn't know name of rep notified. Caller mentioned pt had an MRI at another hospital about a year ago but she is unsure what the status of the ins was at this time, caller speculates MRI mode was not activated for this scan. On (B)(6) 2024 telph (rep): additional information was received from the manufacturer representative (rep). Rep stated he looked up patient and he was unable to confirm with the account if any imaging was done for any device issues. He does see a picture of programming that says, ¿programming before the revision¿. There are no impedance or any other device issues noted in the picture or link notes; no note or indication of lead dislodgement noted at that time. This picture/note was entered by the rep himself on (B)(6) 2023.